Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was high at the time of event and the patient got treated with intravenous drip. The patient also faced symptoms like feeling sick. The length of hospitalization was greater than 24 hours. No further information available.